Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip applier tear the vessel? Did the clip itself tear a vessel? How much blood loss was there (mls)? How was the bleeding controlled? How was the procedure completed? How long (minutes or hours) was the procedure extended by? Were there any patient consequences as a result of the event?

Event description:
It was reported that during an unknown procedure, during use of the device, the clip tore a vessel and caused a bleeding. Procedure was extended. Unknown how case was completed. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clip applier tear the vessel? Did the clip itself tear a vessel? How much blood loss was there (mls)? How was the bleeding controlled? How was the procedure completed? How long (minutes or hours) was the procedure extended by? Were there any patient consequences as a result of the event? The customer have no info.

Manufacturer narrative:
(B)(4). Batch # n91x42 the analysis results found that the mcm30 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument was activating the lock out mechanism. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.